Manufacturer narrative:
H6: the broken patient circuit was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined. H3 other text : not returned to manufacturer.

Manufacturer narrative:
Section g1: contact office (and manufacturing site for devices) street address, of the initial medwatch report stated: blank. Section g1: contact office (and manufacturing site for devices) street address, of the initial medwatch report should have stated: (B)(6).

Event description:
It was reported to ventec that a patient circuit (pediatric, passive, heated, with oxygen) came apart near the passive valve when using heated humidity. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. The reporter also advised that he could not provide the exact date in which the issue occurred, only that it occurred in (B)(6) 2023. No further details about the patient or the event were provided. Additionally, information for the vocsn device and the lot code of the patient circuit was not provided by the reporter. As a result, section d4, serial number, d4 lot code and d4, UDI number are "unknown", and section h4 (device manufacturing date) shall be left blank.